Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the pt's weight and activity level may have contributed to this situation. It is possible that excessive force or torque was placed on the implant. The scanning electron microscope analysis performed on the fracture surfaces showed that the fracture occurred by fatigue. The exact cause analysis cannot be determined with certainty. Eval: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.

Event description:
It is reported that the pt was revised for a broken implant.